Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported high blood glucose. Customer's blood glucose was 600 mg/dl. He has not treated yet. Customer experienced dry mouth. In troubleshooting, the drive support cap appeared normal. There were a couple of air bubbles at the end of the tubing. Insulin exited during the manual prime. There was no leak. The settings and history are correct. The cannula was not bent. Customer was advised that high blood glucose levels are often caused by site or set issues. Customer will complete troubleshooting when he receives tubing clamps. Customer was advised to do a complete set change and monitor his blood glucose. Nothing further reported.